Event description:
The customer reported that the switch was not selecting correctly.

Manufacturer narrative:
(B)(4): the customer reported that the switch was not selecting correctly. The customer was informed that the device has been out of support since 2006 and parts were no longer available. Based on the customer's report we are considering this a malfunction. We cannot determine the cause from the available information.